Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that at the beginning of the lap gastric bypass procedure, which was being performed by the doctor, the harmonic hd1000i device worked correctly during the first hour of surgery. When coagulating and dissecting tissue, the generator launches alert to replace device, so they removed device from cavity and instrumentalist nurse cleaned it and removed excess of tissue. The console was restarted without disconnecting the hand piece, they performed tests, and when entering again into the cavity to continue the procedure, it launched the alert again. Device was removed and when checking, it was observed that the tissue pad of the device detached. The surgeon requested device replacement (with another company's product) which takes approximately 5 minutes to reach the ward. They continued procedure and concluded without another incident.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2018. Batch # p94a9e. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The alert screen of " replace instrument" was not seen at any time during the analysis of the device. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.